Manufacturer narrative:
(B)(4). Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
The event was reported the firing button on the back of the st holster was sticking and not allowing the customer to fire the probe. The customer used an alternate method to complete the case with no patient consequence.